Event description:
Healthcare professional reported a patient was inejcted with 2mls of juvéderm voluma® xc into the cheeks and chin and 1ml of juvéderm volux¿ xc into the jawline. Almost two weeks laterm patient woke up with very swollen and hot jaw and chin. Patient started 87-125 mg amoxicillin three days later with no improvement noted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.